Event description:
Customer reported that her insulin pump had a keypad anomaly. Customer stated that she over bolused because the buttons were sticking. Customer also stated that her insulin pump cracked at the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.